Event description:
It was reported by service report that the power cord was torn in half. It was further reported the headend siderails were stuck in the lowest height. It is unk if there was pt involvement or if there are adverse consequences to report.